Event description:
As reported via legal documentation a 61 y/o male patient had a right knee replacement on (B)(6)2017. Approximately 5 years and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2022 due to a failed right knee arthroplasty. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report rec'd 21 apr 2023. There was found to be clear synovial joint fluid. There was found to be visible polyethylene wear within the tibial polyethylene. There was a grossly loose femoral component from the cement mantle. There was a severe synovial reaction and complete synovectomy was performed. There was a partially-fixed tibial component. There was moderate osteolysis around the cement of the femoral component and moderate osteolysis at the proximal tibia. The patient was awakened and transferred to the recovery room in stable condition. No complications.

Manufacturer narrative:
D10: concomitants: 4581506, 200-02-35 - three peg patella 35mm; 4596195, 204-70-00 - tibial stem ext. Screw; 4603719, 02-010-01-0340 - logic femoral ps cem right sz 4; 4631676, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; 4639448, 204-34-04 - fluted stem extension 40l x 14 mm. Pending investigation.

Manufacturer narrative:
1038671-2024-05009 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.